Event description:
During the atrial fibrillation/atrial tachycardia procedure, air was aspirated many times with no resolution. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. No air movement into the patient was identified. No additional femoral puncture was performed to replace the introducer.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.